Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s pd culture yielded growth of the organism enterococcus faecalis which is an organism that is normally found in human intestines. Enterococcus peritonitis is known to be caused by a breach in aseptic technique during pd treatment. Therefore, based on the reported information, the patient¿s peritonitis can be reasonably attributed to touch contamination during the pd exchange.

Event description:
It was reported that a peritoneal dialysis patient had been diagnosed with an infection on (B)(6) 2022. The patient¿s spouse reported the patient had a temperature and was shaking. There were no reported allegations that the event was related to any issues with fresenius products during initial reporting. Upon follow up, the pdrn stated the patient experienced symptoms of cloudy effluent. As a result, the patient was seen in the clinic on (B)(6) 2022 a pd culture was obtained. The pd culture generated growth of enterococcus faecalis. The pdrn stated the patient was treated with the antibiotics vancomycin and ceftazidime intra-peritoneal (ip) on an outpatient basis. The patient¿s peritonitis was attributed to touch contamination during pd exchange. The patient is reportedly recovering and continues pd treatment with the fresenius cycler without further reported issues. The patient¿s nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event.

Event description:
It was reported that a peritoneal dialysis patient had been diagnosed with an infection on (B)(6) 2022. The patient¿s spouse reported the patient had a temperature and was shaking. There were no reported allegations that the event was related to any issues with fresenius products during initial reporting. Upon follow up, the pdrn stated the patient experienced symptoms of cloudy effluent. As a result, the patient was seen in the clinic on (B)(6) 2022 a pd culture was obtained. The pd culture generated growth of enterococcus faecalis. The pdrn stated the patient was treated with the antibiotics vancomycin and ceftazidime intra-peritoneal (ip) on an outpatient basis. The patient¿s peritonitis was attributed to touch contamination during pd exchange. The patient is reportedly recovering and continues pd treatment with the fresenius cycler without further reported issues. The patient¿s nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event.

Manufacturer narrative:
Correction: h10 plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. Based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. The alleged event is confirmed since the incident was caused by the user. The cause of the reported event of peritonitis was attributed to touch contamination due to a breach in aseptic technique. There is no allegation of cassette malfunction. In addition, the user guide was reviewed, and it states as a warning before starting and at the ending of treatment, ¿you must use aseptic technique as directed by your peritoneal dialysis nurse to prevent infection¿ also on step 8 (ending treatment) states clearly the steps for an aseptic disconnection. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. Based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. The alleged event is confirmed since the incident was caused by the user. The cause of the reported event of peritonitis was attributed to touch contamination due to a breach in aseptic technique. There is no allegation of cassette malfunction. In addition, the user guide was reviewed, and it states as a warning before starting and at the ending of treatment, ¿you must use aseptic technique as directed by your peritoneal dialysis nurse to prevent infection¿ also on step 8 (ending treatment) states clearly the steps for an aseptic disconnection. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis patient had been diagnosed with an infection on (B)(6) 2022. The patient¿s spouse reported the patient had a temperature and was shaking. There were no reported allegations that the event was related to any issues with fresenius products during initial reporting. Upon follow up, the pdrn stated the patient experienced symptoms of cloudy effluent. As a result, the patient was seen in the clinic on (B)(6) 2022 a pd culture was obtained. The pd culture generated growth of enterococcus faecalis. The pdrn stated the patient was treated with the antibiotics vancomycin and ceftazidime intra-peritoneal (ip) on an outpatient basis. The patient¿s peritonitis was attributed to touch contamination during pd exchange. The patient is reportedly recovering and continues pd treatment with the fresenius cycler without further reported issues. The patient¿s nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event.